Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment could not be tested as the suture was not returned. The reported foot separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb. Factors that contribute to foot separation may include, but are not limited to, the device not gently pulled back to position the foot against the wall, use of excessive force leading to a foot break. The subsequent treatment and foreign body left in the patient (separated foot) appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.h6: clinical code 4582 no clinical signs, symptoms or conditions was removed

Event description:
During evaluation of the device, a foot separation was noted, and the foot was not returned. The location of the detached foot is unknown. The account confirmed that the foot separation was noted on removal of the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, during knot advancement with the suture trimmer, the suture separated when the blue rail suture was pulled. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.